Event description:
Report 4 of 4 received of inadequate carbon dioxide absorption during anesthesia. The customer reports that during two long surgical cases the end-tidal co2 increased to the mid 40's and the inspired co2 increased to 10-11%. The endotracheal tube was verified as being in proper position. The pt's were removed from the ventilator and manually hyperventilated. This brought the co2 levels down. The hoses and valve were verified to be functioning properly on the anestheisa circuit. The absorbent was changed out for another. The inspired co2 level corrected and returned to zero. The pt's vital signs and o2 saturation remained within normal limits. It was noted that the granules in both the upper and lower canisters appeared white at first glance. The canisters were taken apart and blue was noted all the way down and the same diameter as the vent holes. The outside parameter of granules were still white. The color indicator is added during manufacture and has a sensitive ph factor that causes the granules to change color as they near exhaustion. Although requested, the pt's sex and age were unknown to the reporter. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.